Manufacturer narrative:
(B)(4). Account reported that symptomatic states were subsided by prescribing steroid. They also said that cause of the incidents could not be identified; although, surgeon speculates that one of the probable causes could be denaturizing of the opthalmic viscoelastic device (opegan hi and viscoat) resided within irrigation/aspiration handpiece due to insufficient cleaning. There are five ia handpieces at the customer site that are reused after sterilizing. Account reported to sales representative (sr) that they were using an automatic surgical instrument cleaning machine made by sharp to perform ultrasonic cleaning of I/a handpiece and the machine uses detergents and anti-corrosive agents. The customer thought these substances may reside within the cannula. Upon reviewing the cleaning procedure directions for use (dfu) after the incidents, the customer has decided to clean them without adding detergents and anti-corrosive agents. On a later visit the account reported to sr that they handpieces are cleaned following the dfu; ultrasonic cleaning was not used. Investigation from manufacturer: all 5 of the returned units have residue either around or inside the port area, this residue is most likely dried viscoelastic. Also, all 5 of the ports on the returned units are damaged to some degree. The damage to the ports could have been caused by the customer trying to remove the residue with another instrument as it was reported to us by the sales representative (sr); customer tried to remove clog with a lens hook. Returned units would not have shipped in this condition. Other signs of wear and tear are consistent with units that are almost 3 years old. With the residue present and damage to the ports along with the customer statement showing their cleaning methods are not per the recommended procedure we will be closing this complaint as a customer maintenance issue.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Placeholder.

Event description:
One day post operation, the symptomatic states of tass (toxic anterior segment syndrome) were observed. No history of previous illness or no complicating disease.

Manufacturer narrative:
All pertinent information available to abbott medical optics at this time has been submitted.